Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(4) 2016 a customer reported "about a month ago", his/her adc blood glucose meter displayed a series of dashes, but no result upon test strip insertion. As a result of this issue the customer was unable to test and reportedly experienced "severe hyperglycemia (more than 300 mg/dl)." The customer presented to a pharmacy on an unspecified date, was diagnosed with hyperglycemia and treated with "rapid insulin" (type/dosage not reported). The customer stayed at the pharmacy for half an hour. No further medical intervention was reported.